Manufacturer narrative:
Follow up # 1/supplemental report text 02/04/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k) # is k082590.

Event description:
On (B)(6), 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ping meter does not power on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. It is not specified when the alleged issue began. It is not known how the patient manages her diabetes or what action she took at the time of the alleged issue. The patient claimed she was experiencing a symptom of shaky at the time of the call to lfs. At the time of troubleshooting, the customer care advocate (cca) noted there was no misuse of the subject meter. The cca tried to walk the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.